Event description:
Related manufacturer number: 2030404-2018-00055, 3005334138-2018-00242. At the end of the atrial fibrillation procedure, a pericardial effusion occurred. After isolating the veins the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.